Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0527200v, implanted:(B)(6) 2005, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387-40, lot# j0527200v, implanted: (B)(6) 2005, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, (B)(4).

Event description:
Information was received from the consumer that the patient felt a change in therapy. There were no symptoms but it felt off. It was further described as slowing down seemed like one was off which started 2 hours prior to report. They checked with the programmer and it was confirmed that both sides are on and ok. It was a sudden change in therapy/symptoms. The patient was implanted for parkinson's dual and movement disorders. Further follow-up is being conducted. If additional information is received, a supplemental report will be sent. **please see manufacturer report #3004209178-2015-15648 for information on the patient's concomitant system.